Event description:
A new graduate rn (registered nurse) in orientation mis-took the tb (tuberculin) syringe, manufactured by bd (becton dickinson), which is a 1ml syringe, for an insulin syringe and drew up 90 units of insulin rather than nine and administered it to the pt. The pt was made aware of the error. The issue is really surrounding the ability to mix-up the two syringe. The distinction is not clear enough on the syringe themselves. The pt had a severe hypoglycemic reaction and was transferred to the ICU, stabilized, and subsequently transferred back out to the floor. It is the policy to have a second nurse check the insulin order and the amount drawn up prior to administering the drug. This was not done in this case.